Manufacturer narrative:
The devices used in treatment have not been returned for evaluation, and understand that they will not as communicated, with no additional supportive information. Therefore, we are unable to establish a relationship between the reported events, with the root cause not being established. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, these instances are being monitored to determine if additional corrective actions are required, however this investigation is now complete. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that while using the renasys touch device for cure in the traumatology room, an alarm for full canister occurred even though the canister was not full (1 cm aprox). Treatment continued with a back-up with no delay. No patient harm reported.